Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5241 showed seventy three other similar product complaint(s) from this lot number.

Event description:
It was reported that when infusing drug with the PICC, liquid leaked from the luer intermittently. After the use of a heparin cap replacement for a period of time, liquid leakage occurred again. It was reported this occurred with three devices. This report addresses the first device.